Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be functioning as designed. The representative talked to the site about not pressing the pendant buttons on the system while it was booting to prevent having to calibrate motions. Other relevant device(s) are: o-arm sys bi70002000 o2 ue 120v b en en. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that was frozen. The pendant showed " hold memory to clear collision zone" then the mobile view station (mvs) froze. The surgical team attempted 4 reboots of the system with no resolution and the same screen came up on the mvs. Navigation was aborted. There was a 15 minute delay. It was reported that through trouble shooting they were able to get system to work and perform a 3d spin. The rad techs reported more issue after the system was moved out of the room. There was no reported impact to patient outcome and a reported delay of 15 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the manufacturer representative assumed it was a spine navigation case; however, they were not in the room.